Event description:
Journal reference: green, et al. "Deep brain simulation for neuropathic cephalalgia." Cephalalgia, 2006, 26:561-567. The article describes a prospective study of seven patients with a variety of cephalalgia in whom dbs was used. All patients had been treated with a variety of medications without success. Reportable event: a patient being treated for severe, constant, stabbing pain affecting the periorbital area on the left and extending to the vertex, post multiple maxillary sinus surgery for recurring infection, experienced pain associated with the extension lead and is awaiting revision.

Manufacturer narrative:
Note: report assumes revision has been completed.